Event description:
It was reported that the plunger of the bd luer-lok¿ syringe with detachable bd eclipse¿ needle became "stuck" during the ppd skin test, and the solution could not be pushed out. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "medical assistant was trying to give a ppd skin test. She was able to draw up the solution without a problem. When it came time to give the injection, when she pushed the syringe in, the syringe was stuck and would not push out the solution. Ma took out the needle and tried to push out solution with out sticking the employee and it was still stuck and unable to get solution out. Ma tried with another needle and syringe from the same box and same problem occurred again."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k161170 (needle). PMA / 510(k)#: k941562 (syringe). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd luer-lok¿ syringe with detachable bd eclipse¿ needle became "stuck" during the ppd skin test, and the solution could not be pushed out. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "medical assistant was trying to give a ppd skin test. She was able to draw up the solution without a problem. When it came time to give the injection, when she pushed the syringe in, the syringe was stuck and would not push out the solution. Ma took out the needle and tried to push out solution with out sticking the employee and it was still stuck and unable to get solution out. Ma tried with another needle and syringe from the same box and same problem occurred again."